Event description:
Procedure: myomectomy. The balloon in the trocar deflated during the intervention. In one piece of the trocar, a small metal piece fell down into the cavity. Piece retrieved, no injury reported.